Event description:
The pump would stall when the patient¿s cold water jug would lie on the pump at night. The patient symptoms, interventions, outcome, and drug in the pump at the time of the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2010, product type: catheter. (B)(4).